Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced gross lead migration starting on (B)(6) 2021. The event, classified as mild, was determined to be related to the procedure and resolved by (B)(6) 2021. An x-ray of the cervical spine with two views confirmed that the leads had moved, and a lead pull was performed as the corrective action. The outcome of the adverse event was marked as resolved.